Manufacturer narrative:
H3, h6: multiple fdd/annex a codes were reported. A0908 was coded for superior/inferior were inaccurate., appeared superior was inaccurate by approximately 2mm and inferior was inaccurate by approximately 5/6mm. A0709 was coded for inaccurate during navigation. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that during a case, the surgeon alleged that the superior/inferior were inaccurate during navigation. The clinical consultant (cc) stated "that it appeared superior was inaccurate by approximately 2mm and inferior was inaccurate by approximately 5/6mm." The cc reported a xoran minicat scanner was used. The scan included the head holder. The site loaded scans onto the system typically a month ahead of a case. It was unknown how far in advance the scan was taken. The surgeon used slightly different tracing techniques in this case such as more of an infinity loop across the forehead/head. The registration was under 3mm. It was unknown how many trace points were collected, draping was after registration, and the surgeon sat on a chair during the case. This issue caused no surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. Reviewed the provided logs and archive and observed two sessions on the reported date. In session 1, the user moved from select procedure into images, performed several registration attempts, and cycled between images, patient admin, export, and registration/buildmodels. One registration showed an error metric of 1.23 mm using 648 trace points. In session 2, the workflow progressed further, with multiple registration attempts followed by registration verify, navigation, surgeon admin, and export, with error metrics ranging from 1.45 mm to 3.38 mm collected using 319¿694 trace points. The final registration in the logs, with an accuracy of approximately 1.45 mm (using 694 trace points), matches the successful registration saved in the archive. The provided archive contained a single minicat sinus CT exam with 280 slices at 0.40 mm spacing/thickness, which included one successful registration showing 1.5 mm accuracy using 694 trace points; the yellow zone covered most of the anatomy and the green zone covered the sinus region, and the archive appeared normal. Based on the available information, it is suspected that frame movement after registration could have contributed, though this cannot be confirmed from logs or archive data. H6: b01, c19 and d15 apply to the software concomitant product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:9735736, software version: 2.1.0 h3. H6: a medtronic representative went to the site to test the equipment. No hardware was replaced. Codes b01, c19, and d14 are app licable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.